Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the device did not administer some of the shocks, after prolonged use in cardioversion due to calibration issue. Following recalibration, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device did not administer some of the shocks following prolonged use in synchronized cardioversion mode. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.